Event description:
The company was made aware that the pt is under the otologist's care due to recurring ear infection. It was also reported that the pts' electrode array was protruding into the ear canal. A procedure has been scheduled to repair the tympanic membrane perforation and the ear infection.